Event description:
Customer reported that the 840 ventilator stopped cycling while in use on a pt. There was no pt harmed or injures as a result of the event. Covidien was not able to duplicate the alleged malfunction. Covidien replaced the safety valve as precautionary. The ventilator passed all testing.

Manufacturer narrative:
(B)(4).